Manufacturer narrative:
Product was not returned for eval.

Event description:
Doctor reported that during a navigation procedure, a navigation pin broke at the bone surface. The doctor made an incision to extract the pin.